Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a crack in the case and retainer ring was broken, customer's blood glucose at the time of the incident was 107mg/dl. Replacement is being sent, product is not to expected to return.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.